Event description:
It was reported that the implantable cardiac monitor exhibited backup operation while still in box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.